Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced loss of consciousness. An ambulance was called and when a fingerstick was taken, the cgm reading was 80 mg/dl, and the blood glucose reading was 20 mg/dl. The patient was treated with intravenous glucose and fluids, and was brought to the hospital. No further medication was reported and the patient was discharged after 4 hours. It was stated that the patient suffered a couple of strokes, and that they don¿t realize when the blood glucose reading is low due to this. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.